Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm. The pump was received with scratched lcd window, the pump was received with a cracked case display window corner, received with cracked battery tube threads. The pump was received with cracked reservoir tube lip. The pump was received with cracked reservoir tube, and cracked reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 402 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.